Event description:
The index procedure was staged an the primary indication was chest discomfort. The lesion was denovo, typebi, 90% occluded, mildly caclcified and located in the distal circumflex in a bifurcation requiring double guidewire. The vessel was readly accessible at the proximal segment. The lesion was not pre-dilated. The first 3.0 x 13mm cypher stent was deployed at 20 atms, for 16 seconds. The seconds 2.5 x 13mm cyper stent was deployed at 11 atms for 15 second. Post dilation was conducted using a 2.0x 15mm maverick balloon. Timi pre and post procedure are unk. Approx five minutes after stent implantation the pt experienced severe chest discomfort. Repeat angiogram was preformed which demonstrated diffuse spasm and slow flow into the bifucation distal to previously placed stent.